Event description:
It was reported "we have a balloon pump that the staff believes there is something wrong with the fiberoptic port, they have not got it to work correctly since they started using the new balloons". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we have a ballon pump that the staff believes there is something wrong with the fiberoptic port, they have not got it to work correctly since they started using the new ballons".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "something wrong with the fiberoptic port" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not find any issue with the pump. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.